Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure in 2010. The patient experienced chronic pain. A small piece of exposed mesh was removed in 2010. The entire mesh was now removed due to pain. Additional information has been requested.